Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One opened probe was received with no tip protector and tubing cut, in bubble wrap in a tray, for evaluation. At the time of receipt the probe needle was observed to be bent and the part of the aspiration tubing that was still attached to the probe was observed to be kinked, which is unrelated to the reported event. The returned sample was visually inspected and found to be non-conforming with orange/brown foreign material in the port face and the probe needle bent at the stiffener, confirming the received condition of the probe. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and was found non-conforming for actuation. The cut functionality of the returned probe was unable to be tested due to the observed actuation failure. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be severely bent. Gouge marks were observed on approximately three quarters of the length of the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (bent needle and shell assembly) was removed the probe was able to actuate. The complaint evaluation confirms that the probe has an actuation failure. The most likely cause for the actuation failure is from the bent needle and bent inner cutter. A damaged/bent inner cutter can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. After the probe was disassembled (bent needle and shell assembly removed), the probe was able to actuate. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. The exact root cause for the bent needle and the bent inner cutter was not determined from this evaluation; therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that actuation failure of the cutter occurred during a procedure. The condition if aspiration is unknown. The product was replaced and the procedure was completed. There was no patient harm.